Event description:
Overdelivery due to the "infusion rate changing on its own" reported. Pump c was reportedly set to infuse heparin 25,000 units/250 ml at 10 ml hour. A total volume delivered of 106ml had been cleared at approx 6:20. At 7:30, the pump was sounding an unspecified alarm and the nurse noted the infusion rate per display was 170 ml/hour and the heparin container was empty. The display also indicated a delivered volume of 157ml. The pt's ptt was elevated > 250 seconds after the incident and remained elevated for the next 2 days. No medical intervention was required. The heparin infusion was held for 2 days. A nitroglycerin infusion at 15ml/hour was also running on one of the other channels (not specified) and it reportedly infused correctly. The pt did not experience any adverse events. No further into was available.